Manufacturer narrative:
The cartridge was discarded and was not available for evaluation. Photos were provided which showed the presence of blood outside the extracorporeal circuit. The origin of the leak could not be determined. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections."

Event description:
A report was received on 10 oct 2023 from the health care professional (hcp) of a critical care patient of unspecified pathology, who stated blood was observed leaking from the cartridge during a continuous renal replacement therapy (crrt) on (B)(6) 2023. Although requested, additional information was not provided. There is no indication the patient experienced symptoms related to the event and there was no report of medical intervention being required.